Event description:
It was reported that an arteriotomy closure of the mildly calcified common femoral artery was attempted using a proglide, with a 6 fr sheath, after an interventional procedure. Reportedly, when the needles are retrieved, the preformed knot and the 2 sutures came out with the needles. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported the common femoral artery was mildly calcified. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Lot number was corrected from 21105j1 to 21126j1. Evaluation summary: the device was returned for evaluation. The reported suture retrival issue was confirmed. The evaluation indicates that user technique during needle deployment (not verifying the plunger collar contacts the body of the device) contributed to the reported experience. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.